Event description:
While attempting to place a venous access in the emergency dept, the guide wire was left in the pt. Interventional radiology and vascular surgery consult called. The guide wire is to be removed under local anesthesia when the pts condition is stable. The pt is in medical intensive care unit for observation and monitoring.